Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, auto mode switch episodes due to far field r-wave oversensing were noted. It was also noted that retrograde conduction was noticed. Programming changes were discussed. The patient was stable.